Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pfa procedure the farawave catheter was selected for use, after the 40th application catheter could not be moved into neutral / flower position during procedure. The wire was very hard to remove from the catheter. The procedure was completed successfully without patient complications. The device is expected to be returned.

Manufacturer narrative:
Upon device return and inspection, no outer abnormalities were observed. The catheter returned without a guidewire inserted. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and the device was deployed to basket and flower position with no unusual resistance noted. The no problem detected code was selected for the reported allegation. The allegation was unable to confirmed, and no evidence or abnormalities were seen during the analysis.

Event description:
It was reported that during a pfa procedure the farawave catheter was selected for use, after the 40th application catheter could not be moved into neutral / flower position during procedure. The wire was very hard to remove from the catheter. The procedure was completed successfully without patient complications. The device is expected to be returned.